Manufacturer narrative:
Device evaluation: the device was returned for analysis. All labels were still intact and there was no physical damage. There was no 'no disposable' and 'high pressure' alarm messages after starting. The reported problem was not duplicated during the investigation. Using accuracy procedure and running three accuracy tests, the pump was found to be within manufacturing specifications. As preventive action, the downstream and upstream sensors were replaced. A corrective and preventative action has been opened to address the reported issue. A review of the manufacturing device history record (DHR) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed change cassette at least 11 hours left. Found wife passed out on the floor. Unknown if patient is doing fine. During infusion there is patient injury.